Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by ordering a replacement waste tubing for customer installation as the customer noticed an o-ring was missing from the male fitting of the quick disconnect. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available information was included. Additional details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer experienced a splash on their face from the architect i1000sr analyzer. The customer was replacing the o-ring that was missing from the male fitting of the liquid waste container quick connector. When the tubing is disconnected from the container it resulted in some spraying of waste and the customer reported that they did get some sprayed onto their face but was able to wash it off and did not need medical attention.